Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that while performing a procedure there was no irrigation. The system parameters were adjusted. As the vacuum kept working the patient experienced a posterior capsule rupture. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the case was completed successfully and the intraocular lens was implanted as planned. The patient is doing well.

Manufacturer narrative:
The customer reported the system had no irrigation. The customer noted the vacuum kept working which resulted in a posterior capsular (pc) rupture. The customer switched out the cassette but the system still did not work. The company service representative was on site and adjusted the parameters and the surgeon completed the case. Additional information received noted the company service representative stated that during surgery the epinucleus option was activated during the continuous irrigation; this action instantly turned off the irrigation. Consequently, the patient experienced a pc rupture. The surgeon implanted the multipiece intraocular lens (iol). The patient is doing well. Additional information was requested with none received to date. Based on qa assessment, the product met specifications at the time of release. The cassette was received for evaluation. The returned sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed all aspects of functional testing. The irrigation and aspiration flow rates were within specification. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the centurion system had any effect on the integrity of the posterior capsule. It appears the incorrect setting was inadvertently selected and may have contributed to the event. The patient¿s ocular and health history was not provided. While it is not entirely conclusive, based on the investigation results above, the most likely cause of the reported event is the customer¿s improper use of system by inadvertently selecting the incorrect setting (B)(4).